Manufacturer narrative:
Phone number: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was further described as the patient "must have accidentally brush their hand over the bags connector". It was not reported if the patient was hospitalized for the event. The patient visited the hospital and an unspecified antibiotics was injected into their solution bag as treatment for the event. At the time of this report, the patient had no other symptoms and has now fully recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.